Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported on 7-jul-2020 that their adc freestyle libre reader would not power on with either button or test strips and required a replacement reader. The customer called back on (B)(6) 2020 to report that due to a delivery issue involving the replacement product because of an incomplete address, he was unable to test and therefore experienced a medical event. On (B)(6) 2020, the customer experienced symptoms of fatigue, urination, and a fall resulting in a loss of consciousness. Firefighters came to the customer¿s home and the customer was transported to a hospital where he was hospitalized for an unspecified time and diagnosed with hypoglycemia. The customer was treated with a glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button depression. No malfunction or product deficiency was identified.

Event description:
A customer initially reported on 7-jul-2020 that their adc freestyle libre reader would not power on with either button or test strips and required a replacement reader. The customer called back on 17-jul-2020 to report that due to a delivery issue involving the replacement product because of an incomplete address, he was unable to test and therefore experienced a medical event. On (B)(6) 2020, the customer experienced symptoms of fatigue, urination, and a fall resulting in a loss of consciousness. Firefighters came to the customer¿s home and the customer was transported to a hospital where he was hospitalized for an unspecified time and diagnosed with hypoglycemia. The customer was treated with a glucose injection. There was no report of death or permanent injury associated with this event.